Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with pump power elevated to 8.8 watts (baseline 4-5 watts). The patient was asymptomatic. Lactate dehydrogenase (ldh) levels remained normal. Hemolysis was not noted and pump function was not affected. The patient was admitted and placed on IV heparin. A ramp echo cardiogram was performed and found to be normal. Ldh levels remained within normal limits. Pump powers returned to baseline and the patient was discharged.

Manufacturer narrative:
Approximate age of device: 53 days. The patient remains ongoing on lvad support. A root cause for the reported power elevations could not conclusively be determined through this evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.